Manufacturer narrative:
Additional information: section d-4: lot number: information was updated from unknown to ue31214. Section d-4: catalog number: information was updated from unknown to 10240014. Section d-4: expiration date updated from unknown to 04/30/2022. Section d-4: UDI number: information was updated from (B)(4). Section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 09/20/2019. Section h-3: device evaluated by manufacturer: yes. Section h-3: device returned to manufacturer: yes. Section h-4: device manufacture date updated from unknown to 05/31/2019. Device evaluation: the returned healon gv pro sample consisted of the activated cylinder (lot ue31214) with approximately 0.2 ml of remaining expellable solution, the cylinder holder and the plunger rod which was screwed into the backside of the gray rubber plunger. The cannula with protection sheath was included but not connected to the holder. The sample was placed into a small plastic cup which was then placed into a plastic bag and sealed. The results of the visual inspection showed that the plastic at the bottom of the hub of the returned cannula was damaged. This is a known observation and is due to the perforation needle bottoming out in the hub when the cannula is attached to the luer-lock on the cylinder holder. If the perforation needle touches the bottom of the hub, this can result in: difficulty attaching the cannula to the luer-lock and difficulty expelling the solution as a piece of plastic can block the exit of solution into the cannula needle or particle generation, if the perforation needle carves out plastic from the hub, which can be released into the eye during surgery. Although the damaged cannula hub could be the source of the particle observed by the customer, there is no evidence (no particle returned) that this is the source nor that the particle originates from the healon gv pro product. Therefore, the customer¿s report cannot be confirmed. The results of the visual inspection indicated that the plastic at the bottom of the hub of the complaint cannula was slightly damaged. Although the cannula hub and the luer-lock mount are within specifications, there is a cannula/holder dimensional interaction incompatibility for some holders/cannula assemblies. CAPA-009168 has been previously started to address this issue. Therefore, although the identity and source of the particle observed by the customer on the ¿end of the tip¿ of the healon gv pro product cannot be confirmed, the probable cause of the observed particle could be the cannula/holder dimensional interaction incompatibility. This interaction can generate a particle from the hub of the cannula which can be expelled through the cannula and into the patient¿s eye during surgery. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section d-1 device brand name: corrected from healon to healon gv pro. Section d-4 device model number: corrected from healon gv to tg85ml.. Section d-4 device catalog number: corrected from unknown to 10240014. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown as information was not provided. Lot #: unknown, as incomplete lot number was provided. Catalog #: a complete catalog number is unknown, as incomplete lot number was provided. Expiration date: unknown as incomplete lot number was provided. UDI #: a complete UDI # is unknown as incomplete lot number was provided. Device manufacture date: unknown, as incomplete lot number was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported healon gv pro cannula had debris at the end of the tip. It was reported when doctor initiates healon into the eye it looks like a little piece of plastic going into the eye from the cannula. It was also reported there was no patient issue. No additional information was provided to johnson & johnson surgical vision.